Manufacturer narrative:
B6, b7: corrected. D1. Brand name, d3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 11-dec-2024. E1. State & country: corrected. E1. Initial reporter phone: (B)(6). H6. Investigation codes: updated. Investigation summary: the sample returned consists of one (1) for p/n: 750180 and lot 4400618. Returned sample was received used, in a plastic bag. No visual defects were identified in the returned sample. The sample was inflated with the use of a syringe and submerged under water to detect any problems in the inflation system. No leaks were detected in the inflation system. The sample works as expected. According to the investigation the failure mode of ¿a0125 - cuff deflation / leakage¿ was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that balloon was deflated daily. There was patient involvement, and no patient harm/adverse event reported.